Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 3.13. The next day, it was 3.05v. The device has not been exposed to cold. ,